Event description:
A medtronic representative reported the site is unable to remove all bone from the solera 5.5. Tap in sterile processing. No patient present at time of report.

Manufacturer narrative:
This event was reported outside the operating room and no patient was present. The device must be returned in order to determine device lot# and manufacture date. The site was able to clean out the instrument. Instrument is now fully functional. The device will not be returned for evaluation.